Event description:
Caller states, the patient tested 6.4 inr on the coaguchek s system and 4.4 inr on a comparison lab. Coumadin held for one day due to device result. No adverse event reported. Requested return of suspect system and replacement was sent.